Event description:
The healthcare provider (hcp) reported that the patient didn¿t feel that therapy was working very well but had other health issues and wanted to have imaging done. The hcp was unable to report the patient¿s whole health history but knew the patient didn¿t like the implantable neurostimulator (ins). The hcp stated that therapy may have helped at first but wasn¿t certain of this. Relevant medical history includes multiple back operations. The ins was explanted on (B)(6) because the patient needed an MRI.

Manufacturer narrative:
Analysis of the implantable neurostimulator serial (b)(4 found insignificant anomalies and that it was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37092, lot# 239330001, implanted: (B)(6) 2010, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient didn't feel the therapy was working very well and they experienced minimal pain relief. The patient's battery ran down and it 'helped only marginally.' The patient preferred to have it removed in lieu of a new battery because of other health concerns and the need for imaging. The patient needed an MRI and the device was removed. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 239330001, implanted: (b)(6 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).